Event description:
It was reported that the programmer locks up when turned on and goes to a "problem" screen. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer intermittently has an error. As a result the xy board was replaced and the stylus was calibrated. It was also noted that the latch tabs on the power cord bay door were broken. (B)(4).